Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation initiated to add this case to test track 11515. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cadaver lab. It was reported outside of a procedure that the site had taken a spin on the imaging system, but it was not transferring to the system. On the imaging system it would appear to transfer, but nothing would come over. The first transfer a patient name came over, but when selected it shows ¿no image¿ and can¿t proceed. The exam has a nav tag. Rebooted both systems without resolution. They changed the cables and bypassed the navigation system bulkhead without resolution. In a computed tomography (CT) procedure, the images are present. The site did a re-spin with another system. No patient was present at the time of the event.